Manufacturer narrative:
The aquabeam motorpack (mp) was returned for investigation and tested on the e0053-05 qa test system. Mp connection could be detected on the cpu, however, the tactile switch was not responsive, as it did not actuate the motors upon depressing it. The mp was then disassembled and salt deposits and fluid ingress could be observed within the mp shell. Cause of the reported issue is fluid ingress. A review of the device history record (DHR) for lot number 23c10253 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Um0101-00 rev. F aquabeam robotic system user manual, us section 11.2.7 states below: sterile: motorpack draping and docking with the aquabeam handpiece drape the motorpack with deroyal camera drape ref (B)(4) or equivalent so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. Ensure the drape is properly seated in recess of the motorpack. Ensure the drape is not obstructing the magnetic plate on the motorpack. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, water got into the connection of the aquabeam motorpack. The motorpack was extremely hot when the scrub technician tried to remove it from the handpiece. There was no longer a connection between the motorpack and the aquabeam console when it was plugged in. As a result of this issue, the procedure was converted to a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.